Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered an alert that tachy mode was set to a value other than monitor and therapy. Technical services (ts) reviewed and advised it appears no programming changes had been made prior to the alert and all transmissions after the alert again showed tachy mode was set to monitor and therapy. Ts confirmed this was an aberrant error. Ts requested engineering investigate; the investigation is ongoing. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.